Manufacturer narrative:
Device remains implanted in patient.

Event description:
A report was received that following the patients implant procedure the patient suffered general seizures which were moderate in severity. The patient was treated with medication and the event was considered recovered. The physician stated the reported event was procedure related and not related to the stimulation or the device.